Event description:
It was reported the device's material separated inside of the patient. The target lesion demonstrated greater than 50 percent stenosis with mixed morphology and was located in a moderately tortuous and moderately calcified femoral to popliteal artery with a steep, greater than 100 degrees aortic bifurcation. A 2.1 mm jetstream xc catheter and a non-boston scientific guidewire were selected for an atherectomy procedure to treat peripheral artery disease (pad). The lesion was crossed via a contralateral approach. Resistance was encountered, and the catheter stalled near the distal portion of the lesion; however, the target lesion was successfully treated. During device removal, the 2.1 mm jetstream xc catheter was retracted in rex mode through the bypass and into the sheath. The rex button was not held continuously during retraction, and resistance was noted while removing the device. Upon removal, the physician observed that part of the device material had separated. Fluoroscopy confirmed one blade was located within the sheath. The physician removed the filter and guidewire to retrieve the separated component, identified as a blade or distal tip segment of the catheter. Upon inspection of the 2.1 mm jetstream xc catheter outside the patient, three blades were noted to be missing. A contrast injection under fluoroscopy failed to identify any unretrieved device fragments inside of the patient. A new 1.85 mm jetstream catheter and thruway guidewire were opened and used to complete the tissue-plating procedure successfully. Final angioplasty was performed using a ranger drug-coated balloon. The procedure was completed successfully with an alternate device. There were no reported adverse patient effects or complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned consisted of a jetstream atherectomy catheter tip. Visual examination revealed that the whole device is missing except for the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed the detachment.

Event description:
It was reported the device's material separated inside of the patient. The target lesion demonstrated greater than 50 percent stenosis with mixed morphology and was located in a moderately tortuous and moderately calcified femoral to popliteal artery with a steep, greater than 100 degrees aortic bifurcation. A 2.1 mm jetstream xc catheter and a non-boston scientific guidewire were selected for an atherectomy procedure to treat peripheral artery disease (pad). The lesion was crossed via a contralateral approach. Resistance was encountered, and the catheter stalled near the distal portion of the lesion; however, the target lesion was successfully treated. During device removal, the 2.1 mm jetstream xc catheter was retracted in rex mode through the bypass and into the sheath. The rex button was not held continuously during retraction, and resistance was noted while removing the device. Upon removal, the physician observed that part of the device material had separated. Fluoroscopy confirmed one blade was located within the sheath. The physician removed the filter and guidewire to retrieve the separated component, identified as a blade or distal tip segment of the catheter. Upon inspection of the 2.1 mm jetstream xc catheter outside the patient, three blades were noted to be missing. A contrast injection under fluoroscopy failed to identify any unretrieved device fragments inside of the patient. A new 1.85 mm jetstream catheter and thruway guidewire were opened and used to complete the tissue-plating procedure successfully. Final angioplasty was performed using a ranger drug-coated balloon. The procedure was completed successfully with an alternate device. There were no reported adverse patient effects or complications as a result of this event.